Event description:
Ous MDR - it was reported that about 37 months after the implant the patient received inappropriate shocks due to oversensing. The lead was not returned.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analysed. The available iegms confirmed the presence of noise which led to vf detection with shock delivery as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.